Manufacturer narrative:
Retainer ring = black customer complained that they had a blank-flashing white anomaly. Helpline coded for missing segments/partial display instead of a blank display.. Device received with blank-flashing white anomaly after battery insertion. Swapped with a test lcd assembly and the display anomaly was gone. The history download was successful using thus software and the care link upload was successful. Unable to verify missing segments/partial display anomalies due to blank-flashing white. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Moisture damage on motor assembly, force sensor assembly, lcd assembly and electronic board stack noted during visual inspection of the electronics. Confirmed blank-flashing white display due to corrosion on lcd assembly's flex tail traces. Unable to confirm missing segments/partial display anomalies or audio/absence of alarms due to blank-flashing white anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had flashing with a white screen and beeping. They tried to take the battery out but it won't stop alarming. Customer reported insulin pump had screen not flashing when screen was turned on after being in sleep mode. Customer took the battery out of the pump and stated she wants to wait a little bit to try and put the battery back in to see if it will reset itself. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.